Event description:
It was reported intermittently that the customer experienced an ongoing blood glucose (bg) level in the 30s mg/dl; cause was unknown. Customer consumed carbohydrates to address bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.